Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 326 mg/dl and it was addressed with a bolus via the pump. Reportedly, the customer disconnected the luer lock connection and air bubbles were then seen in the tubing. The customer primed the tubing to remove air bubbles.